Manufacturer narrative:
Date received by manufacturer: 25nov2019. Date of report: 26nov2019. The customer reported there was no adverse reaction to the patient due to the shutdown of the machine. The patient was immediately switched to another vent. Despite requests for more information the customer did not provide any additional information about the alleged malfunction. Philips field service engineer evaluated and serviced the device for a report of touchscreen failure. (See MDR number 2031642-2019-10523). The device passed all performance verification during the recent servicing of that event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported ventilator shut down. The unit was in clinical use at the time the reported issue was discovered.